Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the exam room monitors went off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the error was most likely due to a hardware problem, however, this cannot be proven with complete certainty as the affected hardware was not available for investigation and the logfile did not record any more from the time of the temporary hardware failure. The investigation result is therefore based on the analysis of the log files up to the time of the failure and the resulting assessment of our technical experts. According to the log file, the image acquisition system (ias) had an abrupt problem and could no longer be addressed. As intended for such failures, the system switched to the bypass fluoro mode, which is a mitigating factor for the problem, and showed the user a corresponding message on the display. In bypass fluoro mode, basic imaging is available where the procedure can be continued with the remaining functionality or ended safely using the remaining functionality. It can be assumed that there was a temporary contact problem, especially since the technician on site was able to operate the system as specified again after pulling and plugging the affected ias components. Although the system was fully functional again, the complete ias pc was replaced as a precaution and the error has not been reported again. A possible error focus which would result in a corrective action was not determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.